Event description:
During failure analysis on the returned gas delivery system (gds) the field service engineer (fse) found that the fi test ventilator alarmed and displayed low leak co2 rebreathing risk. The field service engineer reported the device was not in use on patient.